Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.